Event description:
It was reported that the user experienced a low blood glucose of 75 mg/dl after the ilet delivered insulin to correct a prior high, and the glucose subsequently increased to 80 mg/dl while the user prepared to eat. Symptoms included hypoglycemia. Outcomes included no hospitalization, no alerts or alarms, and self-monitoring with no additional treatment reported. Investigation included case review and assignment for additional training. Investigation of this case revealed an unclear cause with no device alarms and no confirmed device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.